Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number: since the lot number was unknown, the history investigation could not be performed. Regarding the involved product, no similar reports attributable to the manufacturing process related to this case were found in the past two years. Confirmation of the production process: an investigation was conducted over the past two years, starting from the period when the defect was believed to have occurred, focusing on the manufacturing processes in which the product was manufactured. Visual inspection is performed to check for any visible anomaly, such as abrasions, and any items found to have such an anomaly are excluded. No anomaly was found in the outer diameter inspection results. Based on the investigation results, it was not possible to perform the history investigation of the involved product code and lot number since lot number was unknown. Furthermore, no anomalies were found in the inspection results for the relevant process. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that the actual device was used to place nipro blood access catheter about six months ago. Access part was internal jugular vein. The patient feels discomfort around the nape of the neck about six months later and confirmed by ultrasound. A foreign matter was found and removed. It was assumed to be a fragment of the guidewire although it is not conclusive. The patient has recovered.